Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, d10, h2, h3

Event description:
A user facility¿s facility administrator (fa) reported that at the end of a patient¿s hemodialysis (hd) treatment an external blood leak occurred from the venous head of a dialyzer. The machine, a fresenius 2008t machine, was not expected to alarm. Fresenius bloodlines were also in use. The blood leak was visually observed. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient¿s treatment was already complete when the leak was discovered. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed. The returned sample was subjected to a laboratory leak test. No leak, damage, or irregularities were noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s facility administrator (fa) reported that at the end of a patient¿s hemodialysis (hd) treatment an external blood leak occurred from the venous head of a dialyzer. The machine, a fresenius 2008t machine, was not expected to alarm. Fresenius bloodlines were also in use. The blood leak was visually observed. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient¿s treatment was already complete when the leak was discovered. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility¿s facility administrator (fa) reported that at the end of a patient¿s hemodialysis (hd) treatment an external blood leak occurred from the venous head of a dialyzer. The machine, a fresenius 2008t machine, was not expected to alarm. Fresenius bloodlines were also in use. The blood leak was visually observed. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient¿s treatment was already complete when the leak was discovered. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s facility administrator (fa) reported that at the end of a patient¿s hemodialysis (hd) treatment an external blood leak occurred from the venous head of a dialyzer. The patient's estimated blood loss (ebl) was not reported. The complaint device is not available to be returned to the manufacturer for evaluation. Additional information was requested however a response was not received. It was not stated upon initial reporting that the patient experienced a serious injury or required medical intervention.